Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. According to the information provided by the technician, the pressure transducer printed circuit board was detected as faulty and replaced. Pressure transducer measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).